Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes (adc) device. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and the customer experienced seizure, sleepiness, sweating, "could not react¿, and was unable to self-treat, requiring treatment of juice by a third-party. An ambulance was called and upon arrival, they obtained a reading of 3.0 mmol/l from a healthcare meter. Subsequently, the customer was provided with oral glucose (dose unspecified) by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. An extended investigation was further performed. Visual inspection has been performed on the returned sensor and no issues were observed. Data was extracted using approved software, and extraction was successful. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned sensor was reprogrammed to sensor state 1(storage state) using ptu (power/thermal utility) tool. The sensor was scanned and connected to the debug program, receiving the 5 ble packets, and appeared on the app screen after waiting for few minutes. The generation of 5 ble packets indicate that there is no signal loss alarm issue with the returned sensor, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes (adc) device. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and the customer experienced seizure, sleepiness, sweating, "could not react¿, and was unable to self-treat, requiring treatment of juice by a third-party. An ambulance was called and upon arrival, they obtained a reading of 3.0 mmol/l from a healthcare meter. Subsequently, the customer was provided with oral glucose (dose unspecified) by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.